Event description:
On (B)(6) 2012, the reporter called animas alleging that there is a tear in the ok button. Sometimes the up/down/ok buttons must be pushed more than once for a response. The contrast button still works properly. Reporter can't advise what issue started first - the peeling keypad or the tactile issue. These issues started about 1.5 to 2 months ago and are getting worse the button now flaps up. Reporter still able to correctly program and use the pump. Contrast button still responding correctly to presses. The pump is worn with a clip and cleaned with non-alcohol cleaning solution. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): the keypad was found to be torn near the ok keypad button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Evaluation revealed that the ok, up and down arrow keypad buttons were intermittently unresponsive and spring back or click normally. The contrast button responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.